Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that there is no power from the unit. The evaluation found that power supply to power management board cable was not connected which was causing power issue. Connected the cable to address the issue. Device passed all testing.